Event description:
Suspected pump thrombosis ldh 809 patient taken to cticu swan ganz placed cvp 11, pa 44/19 m 29 co 5.2 ci 2.63 svo2 43, tpa 30 mg given at 10:26 am. Hm2 exchanged inflow thrombosis found.